Event description:
It has been reported to philips that the system does not boot up. The device was not in clinical use.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file confirmed flexvision pc issues. The philips engineer reloaded the hard drive and reseated the grabber cards, after that the issue was resolved. The system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.